Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 345 mg/dl and thirst after resuming pump use following a five-day pump interruption for a medical study, with recurrent highs noted and a supply change performed with troubleshooting and education provided. Symptoms included hyperglycemia and associated thirst. Outcomes included no alarms or alerts and no hospitalization. Investigation included customer service troubleshooting, review of use conditions, and user education with assignment of additional training. Investigation of this case revealed no device alarms and no specific device component malfunction identified, with contributing factors possibly related to post-interruption therapy transition and high insulin needs reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.